Event description:
It was reported that the catheter balloon ruptured in the vein during the procedure damaging the vein to the extent that the vein had to be ligated and the av graft closed. In addition it was reported that the lve was unable to be used for future dialysis access. The pt is reportedly doing well.